Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient's battery was explanted due to early battery depletion. No symptoms or further complications were reported.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the battery was removed for need to have magnetic resonance imaging (MRI), contradicting previously reported information.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3058 serial (B)(4) showed no significant anomalies and passed final functional testing. Good, stable output on the electrode pairs as received. Analysis also determined the telemetry was acceptable. There were no issues when pressing on the can. If information is provided in the future, a supplemental report will be issued.